Manufacturer narrative:
An event regarding periprosthetic fracture involving an unknown stem was reported. The event was confirmed following a review of the provided medical notes by a clinical consultant. Method and results: device evaluation and results: visual inspection: not performed as no devices were returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: device-related factors play no role because the problem is located outside the device and materials and/or manufacturing aspects of the device play no role in pp-fracture failure scenario¿s. This case is not device-related. Procedure-related factors: none. Patient-related factors -patient trauma with a falling incident. Device-related factors: none. Diagnosis: a traumatic overload condition has contributed to a periprosthetic fracture around an unknown stryker stem requiring revision; device history review: could not be performed as lot details were not provided; complaint history review: could not be performed as lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as additional medical records, x-rays, device details and return of devices are required to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
Revision of right hip. Patient fell and had a fracture around the stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of right hip. Patient fell and had a fracture around the stem.